Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician, who questioned the elevated result. The sample was retested on an alternate instrument, that resulted lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
A siemens healthcare diagnostics cse (customer service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and data, the cse determined that the cause of the discordant sodium result was unknown. The cse cleaned the ion selective electrode module, repositioned the buffer tubing that was pinched, installed a new chloride electrode, performed calibration and ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.